Manufacturer narrative:
It was found that the speaker in the pan was loose inside the device. The bench technician reported that he installed internal pan speaker adhesive holding strip to the speaker to hold it in place. Following bench evaluation, the device was returned to the account manager.

Event description:
The account manager reported that the audio on his demonstration monitor had gone out. Audio in this case is considered to mean alarm annunciation. There was no patient involvement.